Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited suspected dislodgement, rising thresholds, sensing of r waves and low impedance. Ra lead revision is planned. The ra lead remains in use. No patient complications have been reported as a result of this event.